Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Our investigation has shown that indeed the article 401.772, lot 7735322 is in the package instead of 408.885,lot 7735662 as shown on label. This is definitely a labeling fault which was, unfortunately, not detected during the control procedure. The article with this lot number was manufactured in january 2012 and, meanwhile, we sold 48 pieces with no complaints. Also, we are not aware of any complaints regarding the incorrect article in the package. Therefore, we assume that this is an isolated case and decided not to introduce further actions. Nevertheless, we are forwarding this wrong labeled implant to our quality inspector for information.

Event description:
Wrong device found in the package. This is 1 of 1 report for event #(B)(4)